Event description:
Consumer has had commode since approximately 2006 & alleges that the commode has a crack along the side of the seat & it is allegedly rusted underneath by the hinges. No injury alleged.

Manufacturer narrative:
RMA has been initiated for this issue. Model 9630-4 serial number/date code is unknown approximately age unknown. The user manual part number 1148075 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown